Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and mother board were replaced and the software re-installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 6600 system had an error message and had no image during a case. The 6600 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.